Manufacturer narrative:
Zimvie complaint number (B)(4). Weight unknown / not provided. Date of event unknown / not provided. Brand name unknown / not provided. Additional device information unknown. Email address unknown / not provided.

Event description:
It was reported that abutment fractured at the screw of the abutment. It was impossible to remove the lower portion of the abutment and implant had to be removed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following fields have been updated: date of this report describe event or problem date received by manufacturer type of report type of reportable event follow up type device evaluated by manufacturer. Adverse event problem. Additional narrative. A portion of the unknown biomet abutment's threads were returned stuck inside the implant. Visual evaluation of the as returned product identified signs of use. The screw fragment was identified inside the implant. Extensive damage to implant likely due to removal process. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was moderate bone density (type ii). The reported devices were located on tooth # 46 (fdi) and were used for approximately 2 years, 5 months. DHR review and complaint history review by lot number could not be performed, as the lot number associated with the reported product (unknown biomet abutment) is not available. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. Based on the available information, device malfunction did occur, and the reported event was confirmed following visual evaluation.

Event description:
No further event information is available at the time of this report.